Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer (con). It was reported that the patient had to turn it back on at least 2-3 times a week. When the machine was on, they had great control. They would know when it was off because they would lose that control.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer who was implanted with a neurostimulator for gastrointestinal/pelvic floor. It was indicated that the patient had no sphincter control. The patient reported that they were messing with it on the morning of report and noted that they had it on pulsing but wanted it on streaming, the pulsing was weird to them. The patient stated that they had been having problems and that they did not have any real rectal control. The patient noted that they saw their healthcare professional (hcp) three months before report and that they were told to contact the manufacturer. The patient synced using the patient programmer (pp) and the stimulation was shown to be off. The patient turned the therapy on and was feeling stimulation on program 2 at 1.3 v. No further complications were reported or were expected.